Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from USA stating the device heated up and had a damaged tip. The device was not used in surgery. It is unknown if injury occurred. It is unknown if surgical delay or medical intervention occurred. There is no add'l info provided.